Manufacturer narrative:
Establishment name: (B)(6) medical center. During inspection and testing, a section of the coating on the insertion section larger than one square millimeter was found to be peeled. A review of the device history record found no deviations that could have caused or contributed to the peeled coating. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled due to stress from repeated use, external factors, or handling. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed the reported issue (fiber breakage). The image guide bundle had significant breakages. In addition, the venting connector under the grip was shaved due to physical stress, the adhesive on the bending section cover was chipped due to deterioration, angulation in the up direction was insufficient due to wear of the angle wire, the objective lens and light guide lens were discolored due to chemical stress, the diopter ring was cracked due to handling, there were scratches on multiple parts of the device due to handling, the indication on the light guide connector was unclear due to chemical stress during reprocessing, and the connecting tube was dented due to physical stress. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported there was a broken fiber which affected the functionality of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a section of the coating on the insertion section larger than one square millimeter was found to be peeled. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event.